Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information; unable to determine. Source: phone.

Event description:
Reported false negative sars result for an asymptomatic patient (off label at the time). The customer communicated the result was confirmed positive by molecular (pcr testing). Attempts were made to contact the customer for more information. The customer was unresponsive.